Manufacturer narrative:
A field service engineer performed testing and investigation at the user facility. During testing, channel 1 of the device did not sound an audible alarm tone during an alarm condition. This was due to a disconnected wire connector on the piezo alarm. The cause of the disconnected wire connector could not be determined. This report represents all the information known by the reporter upon query by hospira personnel. (B)(4).

Event description:
The customer contact reported that during preventative maintenance testing at the user facility, channel 1 of the device did not sound an audible alarm tone during an alarm condition. There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. Though requested, no additional information was provided.